Event description:
The connecting cord which connects battery with that of helmet is too loose .the adapter pin which connects to the helmet does not fit into the power cord rigidly. The fan found in the helmet get stopped in between the surgery, so the surgeons found difficult while performing the surgery. The knob in the helmet is not tightening the surgeons head properly. Update 02/03/2012: surgery extended more than 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg. Examination of the returned product was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.